Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited noise over-sensing which resulted in false ventricular tachycardia (vt) episodes. The icm was subsequently explanted. The patient's condition was unknown.